Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, baclofen, bupivacaine, and morphine (drug concentrations and dose rates unknown) via an implantable pump for spinal pain. It was reported that the pump was filled on (B)(6) 2015. The patient was in great pain. The date of the event was (B)(6) 2016. The pain was very severe and was gradually getting worse. It was noted that there was a question about if the pain pump is actually working. The patient was hospitalized regarding their current status. An endoscopy was negative. The pump was not alarming. The reporter wanted to have a company representative check the patient¿s pump in the hospital. The following additional information has been requested which was not available at the time of this report: clarification of drugs in the pump (brand name, concentration, dose rate, drug lot number and therapy dates), other medications (oral, etc.) The patient was taking at the time of the event, pertinent medical history, clarification regarding the pain and whether there was a device issue, diagnostic tests performed including results, cause of event, actions taken to resolve the issue, and outcome. If additional information is received, a follow-up report will be submitted.